Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius and crease fold. Leak test and microscopic analysis was performed which identified: opening crease sharp on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and deflation. Device has been explanted and replaced.